Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure, a 3.0x18 xience v rx stent delivery system (sds) was advanced via femoral access without difficulty to a mildly calcified lesion in the mildly tortuous mid left anterior descending coronary artery. When deploying the stent without difficulty at a maximum inflation pressure of 14 atmospheres, a dissection occurred. The sds was withdrawn from the deployed stent without difficulty. The dissection was successfully treated via placement of a 3.0x12 xience v stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.